Event description:
It was reported that the patient underwent an av node ablation procedure and that there was electromagnetic interference (emi) noted which was reported to have started at the time of the procedure. Further device testing could not reproduce these results. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.